Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of an unspecified injury in a male patient who used poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient started poligrip. At an unknown time after starting poligrip, the patient experienced an unspecified injury. At the time of reporting, the outcome of the event was unknown. Follow up information was received on 13 april 2010 via medical records. On (B)(6) 2006, the patient was taking neurontin for peripheral neuropathy. The patient had decreased sensation in his feet. The patient has had numbness and tingling in his feet for some time and has had difficulty with balance when standing. On (B)(6) 2006, the patient's current problem list included neuropathy. The patient complained of leg pain when walking and numbness and weakness in the arm and leg. On 16 (B)(6) 2006, the patient's neuropathy had improved slightly with neurontin. On (B)(6) 2007, the patient was seen by a neurologist. His symptoms dated back to 2002 when he initially felt mild pain in his right foot. He did not pay attention to the pain since it was not severe. Since (B)(6) 2006, he started having numbness and pain in his legs. The pain was of a burning nature. Since (B)(6) 2006, he started having burning and numbness in his hands and numbness in his whole body. Around the same time, he had difficulty with his gait and his balance was not good. He tried a course of neurontin but he quit taking it because he thought it did not work. On (B)(6) 2007, a nerve conduction study showed generalized moderate to severe axonal neuropathy. Needle electromyography was not done. Throughout 2007, the patient's status was basically unchanged. On (B)(6) 2007, the patient was not able to walk well because of lower extremity weakness and pain. He walked with a walker but would need an electric scooter. He remained on b12 injections once a month. On (B)(6) 2007, the patient reported having had some improvement in pain control with amitriptyline and gabapentin. He stated his sleep was even better. Since he still felt pain while taking amitriptyline and gabapentin, cymbalta was added in (B)(6) 2007. His wife noticed improvement in his mood. On (B)(6) 2008, it was reported that cymbalta did not help much. Tramadol was added and he felt less pain. On (B)(6) 2008, the patient reported having trouble with neuropathy for at least two years. The patient also had a b12 deficiency. His hands were weak and he had trouble fastening his buttons and with dropping things. On (B)(6) 2008, the patient complained of numbness in the feet, legs, and fingers. The patient had pain in the toes and had electric shock sensations. This happened when he was resting and was diagnosed with a burning dysesthesia. He still used a walker to get around, which he had for several years. A neurologic exam gave evidence of peripheral polyneuropathy. This was mostly a sensory small fiber type but was no doubt mixed. On (B)(6) 2009, the patient had spasms in the legs and even his arms jumped in his sleep. He and his wife wondered about poligrip dental adhesive as a cause of his neuropathy. On (B)(6) 2009, nerve conduction studies and electromyography showed evidence of a sensory, greater than a motor, polyneuropathy with predominantly axonal features. The patient's clinical gait disturbance and sensory ataxia seemed out of proportion to the relatively mild degree of electrodiagnostic abnormality, raising the question of central nervous system involvement. On (B)(6) 2009, copper was 24 (normal 70 to 155 ug/dl) and ceruloplasmin was 7.2 (normal 16.2 to 35.6 mg/dl). On (B)(6) 2009, zinc was 170 (normal 70 to 150 ug/dl).